Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge luer lock became disconnected. Customer's blood glucose ranged from 350 mg/dl to 400 mg/dl. Reportedly, the customer reattached the tubing and resumed insulin delivery.